Event description:
The balloon could not be inflated during procedure; therefore, it was removed from the patient's body. Post removal, there was a leak observed from the balloon middle segment. There were no reported clinical consequences to the patient due to this event.

Event description:
The balloon could not be inflated during procedure; therefore, it was removed from the patient's body. Post removal, there was a leak observed from the balloon middle segment. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed a small amount of blood in the balloon catheter hub. The dilator distal section was protruding through the balloon catheter distal end and the catheter shaft was found to be compressed at approximately 38.0cm and 55.0cm from its proximal end. The dilator was found to be compressed at approximately 46.0cm and 63.0cm from its proximal end. No other anomalies were noted. During functional testing, the balloon was inflated without difficulty and maintained inflation; there were no leaks noted no the inflated balloon. It is likely that procedural factors contributed to the observed damages limiting the performance of the balloon during the clinical procedure. The reported leak could not be confirmed during analysis. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.